Event description:
The below report was received by health authority (B)(6) medicines agency (reference number: (B)(4)) on 26-apr-2022. This spontaneous case was originally reported by a physician and describes the occurrence of pelvic pain ("gradually increasing pain after hysteroscopic sterilisation with the essure") in a (B)(6) female patient who had essure inserted for sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2014, the patient had essure inserted. In 2014 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2020. The patient was treated with surgery (laparoscopic resection of the uterine corners with radical removal of the essure on (B)(6) 2020). At the time of the report, the event had resolved with sequelae. No causality assessment was received for essure with regard to pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22 kg/sqm. [X-ray of pelvis and hip] (date unknown): not reported, x-ray subsequent laparoscopic resection of the uterine corners with radical removal of the essure implants. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (danish medicines agency, reference number: (B)(4)) on 26-apr-2022. The most recent information was received on 02-may-2022. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('gradually increasing pain after hysteroscopic sterilisation with the essure') in a 33-year-old female patient who had essure inserted for sterilisation. In 2014, the patient experienced pelvic pain (seriousness criterion intervention required). In (B)(6) 2014, the patient had essure inserted. The patient was treated with surgery (laparoscopic resection of the uterine corners with radical removal of the essure on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain had resolved with sequelae. The reporter provided no causality assessment for pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. X-ray of pelvis and hip - on an unknown date: not reported, x-ray subsequent laparoscopic resection of the uterine corners with radical removal of the essure implants. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.